Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device was broken / damaged. There was no patient involvement.

Event description:
It was reported that the device was broken / damaged. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced barrel clamp. Unit affected by the syr/pca plastics recall 2020-dom. Replaced rear case, handles. Replaced rt iui, latch, lock label, lock assy, rear door, internal frame. Calibrated. A review of the device history record showed the device had a manufacture date of 03jan2007. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to broken/damaged barrel clamp assy. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced barrel clamp. Unit affected by the syr/pca plastics recall 2020-dom. Replaced rear case, handles. Replaced rt iui, latch, lock label, lock assy, rear door, internal frame. Calibrated. Based on the findings, service determined that the proximate cause of the reported issue was due to broken/damaged barrel clamp assy. A review of the device history record showed the device had a manufacture date of 03jan2007. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device was broken / damaged. There was no patient involvement.

Event description:
It was reported that the device was broken / damaged. There was no patient involvement.

Manufacturer narrative:
A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 03jan2007. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn 12463210 was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.